Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, image disturbance was noted due to connection failure and due to video connector lock failure, sandstorm was also noted, and battery consumption issue was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the visera elite video system center had image disturbance with sandstorm. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating that the reported issue occurred on sep 27, 2022, during a pre-use inspection. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported issue occurred due to a motherboard failure. However, the root cause could not be identified. Olympus will continue to monitor the field performance of this device.